Manufacturer narrative:
(B)(4). Date sent: 7/8/2026. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: are there pictures/videos available for this complaint? No. What are the patient consequences if any (delayed surgery, death, bleeding, extended hospitalization, etc.) No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the surgeon was using the device in low anterior resection case and when he was trying to fire the device (cdh31p) it did not fire, so he opened another device (cdh31p) and it fired and the procedure done. Was there any reported patient or user harm? No.